Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lavh, the tip of the etrio325h enseal was not opened outside of the patient. Therefore, it was opened by hand. There was no tissue damage. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.